Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited intermittent capture, impedance less than 200 ohms and an insulation breach and fracture. The lead was explanted and replaced.